Manufacturer narrative:
The reported problem could no duplicated. Frequency of death or serious injury code 103 (underdelivery) for device is approx. 0.05/million sets.

Event description:
Non-delivery of secondary medication reported. The pump was set to infuse an unspecified hydration fluid via primary line, and a pronestyl drip at 7 ml/hr via secondary line. After an unspecified amount of time, a nurse noted the pronestyl was not infusing. She reported that the secondary container was hung behind the primary container and she could not initially observe that it was not infusing. The display registered as if delivery occurred and indicated 168 ml had infused on the secondary line. When the non-delivery was noted, the pt required a pronestyl bolus and the infusion was re-started with a new pump. The pt did not experience any adverse effects.